Manufacturer narrative:
Brand name: heartware® ventricular assist system - battery. Serial #: (B)(4)- battery / catalog number 1650de / expiration date: 11/30/2016. Di#: (B)(4). Concomitant products: no. Device evaluated by MFR: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product analysis: device con305652 passed visual inspection and passed functional testing. However, the reported event was confirmed via log file review. Investigation is ongoing additional devices: d4: bat210986 - battery d10: yes, 2017-08-30 h3: yes h6: method code(s): 10, 20, 23, 38, 3372 h6: result code(s): 213 h6: conclusion code(s): 71 the battery passed visual inspection and functional testing. D4: bat211367 - battery d10: yes, 2017-09-01 h3: yes h6: method code(s): 10, 20, 23, 38, 3372 h6: result code(s): 213 h6: conclusion code(s): 71 the battery passed visual inspection and functional testing. D4: bat211528 - battery d10: yes, 2017-09-01 h3: yes h6: method code(s): 10, 20, 23, 38, 3372 h6: result code(s): 213 h6: conclusion code(s): 71 the battery passed visual inspection and functional testing. D4: bat211095 - battery d10: yes, 2017-08-31 h3: yes h6: method code(s): 10, 20, 23, 38, 3372 h6: result code(s): 213 h6: conclusion code(s): 71 the battery passed visual inspection and functional testing. D4: bat211350 - battery d10: yes, 2017-08-31 h3: yes h6: method code(s): 10, 20, 23, 38, 3372 h6: result code(s): 213 h6: conclusion code(s): 71 the battery passed visual inspection and functional testing. D4: bat210034 - battery / catalog number 1650de d10: yes, 2017-09-01 h3: yes h6: method code(s): 10, 20, 23, 38, 3372 h6: result code(s): 3213 h6: conclusion code(s): 25 the returned battery passed external visual inspection and functional testing. The log files showed switching events logged. D4: bat210968 - battery d10: yes, 2017-09-01 h3: yes h6: method code(s): 10, 20, 23, 38, 3372 h6: result code(s): 213 h6: conclusion code(s): 71 the battery passed visual inspection and functional testing d4: bat211536 - battery d10: yes, 2017-09-01 h3: yes h6: method code(s): 10, 20, 23, 38, 3372 h6: result code(s): 213 h6: conclusion code(s): 71 the battery passed visual inspection and functional testing. D4: bat210852 - battery d10: yes, 2017-09-01 h3: yes h6: method code(s): 10, 20, 23, 38, 3372 h6: result code(s): 213 h6: conclusion code(s): 71 the battery passed visual inspection and functional testing. D4: bat211255 - battery d10: yes, 2017-09-15 h3: yes h6: method code(s): 10, 20, 23, 38, 3372 h6: result code(s): 3213 h6: conclusion code(s): 25 the returned battery passed external visual inspection and functional testing. The log files showed switching events logged. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient experienced six controller power-ups since 07/18/2017 and six vad disconnect alarms since 07/23/2017. The controller (con305652) and ten batteries (bat210034, bat210852, bat210968, bat210986, bat211095, bat211255, bat211350, bat211367, bat211528, bat211536) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller, con305652, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving bat211255 and bat210034. This is an additional observation not related to the reported event and most likely due to momentary disconnections between the controller and the batteries. An internal investigation has been opened to investigate momentary disconnections. Additionally, log files analysis revealed multiple controller power-ups with their associated motor start from (B)(6) 2017 to (B)(6) 2017. The controller power up and motor start event on 07/18/2017 was likely when the controller became in use, given that the data file starts on (B)(6) 2017. A controller power up and motor start event was recorded on (B)(6) 2017, at 12:06:13 and 12:06:21; respectively. The data point prior to the loss of power, recorded at 12:01:28, revealed that bat211255 was connected to power point one (1) with 96% relative state of charge (rsoc) and bat210986 was connected to power port two (2) with 56% rsoc. The controller lost power at 12:05:58; pump off time was 23 seconds. The next data point was recorded at 12:06:47 and revealed that the same power sources were connected. A possible root cause of the loss of power on (B)(6) 2017 can be attributed to a disconnection of both power sources. An internal investigation has been initiated to capture power up events. Alarm log files revealed six (6) vad disconnect alarms and several controller power up events on (B)(6) 2017. An analysis of the alarm file revealed that the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. The observed controller power ups and motor starts, on (B)(6) 2017, events may be attributed to a disconnection of both power sources, in response to the vad stopped alarms, and/or due to the controller attempting to restart the pump as a result of the false vad disconnect alarms. Based on the available information, the reported event was confirmed. A possible root cause of the event can be attributed to a loss of commutation, leading to false vad disconnect alarms. Additional device(s) involved in event: d4. Bat210986 - battery h4. 2015-11-10 d4. Bat211367 - battery h4. 2015-11-22 d4. Bat211528 - battery h4. 2015-11-25 d4. Bat211095 - battery h4. 2015-11-10 d4. Bat211350 - battery h4. 2015-11-22 d4. Bat210034 - battery h4. 2015-10-22 d4. Bat210968 - battery h4. 2015-11-09 d4. Bat211536 - battery h4. 2015-11-25 d4. Bat210852 - battery h4. 2015-11-03 d4. Bat211255 - battery h4. 2015-11-10 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and ten batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(6) and (B)(6). This is an additional observation not related to the reported event and most likely due to momentary disconnections between the controller and batteries. Log file analysis also revealed multiple controller power-ups with their associated motor start events logged between (B)(6) 2017 and (B)(6) 2017. The controller power up and motor start event logged on (B)(6) 2017 was likely when the controller came into use, given that the data file starts on (B)(6) 2017. A controller power-up and motor start event was recorded on (B)(6) 2017, at 12:06:13 and 12:06:21; respectively. The data point logged prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 56% rsoc. The data point after the loss of power revealed that the same power sources were connected. The controller was without power for 23 seconds. Log file analysis revealed six (6) vad disconnect alarms were recorded on (B)(6) 2017, in addition to several controller power-up events. An analysis of the alarm file revealed that the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. As a result, the reported event was confirmed. A possible root cause of the loss of power on (B)(6) 2017 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the observed controller power ups and motor starts on (B)(6) 2017 may be attributed to a disconnection of both power sources, in response to the vad stopped alarms; due to the controller attempting to restart the pump as a result of the false vad disconnect alarms; and/or due to an intermittent disconnection on one or both power sources. A possible root cause of the reported vad disconnect alarms can be attributed to a loss of commutation, leading to false vad disconnect alarms. Additional devices: d4: (B)(6) - battery h6: method code(s): 4112 h6: conclusion code(s): 67 d4: (B)(6) - battery. H6: method code(s): 10, 4112. H6: conclusion code(s): 67 d4: (B)(6) - battery. H6: method code(s): 10, 4112. H6: conclusion code(s): 67. D4: (B)(6) - battery. H6: method code(s): 10, 4112. H6: conclusion code(s): 67. D4: (B)(6) - battery. H6: method code(s): 10, 4112. H6: conclusion code(s): 67. D4: (B)(6) - battery, catalog number 1650de. H6: method code(s): 10, 4112. H6: conclusion code(s): 12. D4: (B)(6) - battery. H6: method code(s): 10, 4112. H6: conclusion code(s): 67. D4: (B)(6) - battery. H6: method code(s): 10, 4112. H6: result code(s): 3213. H6: conclusion code(s): 12. D4: (B)(6) - battery. H6: method code(s): 10, 4112. H6: conclusion code(s): 67 d4: (B)(6) - battery. H6: method code(s): 10, 4112. H6: conclusion code(s): 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Updated sections: h6- h6:FDA device code(s), h6:FDA result code(s), h6:FDA conclusion code(s) updated additional products codes: (B)(6) h6:FDA method code(s):b01 (B)(6) h6:FDA method code(s): b01 (B)(6) h6:FDA method code(s): b01 (B)(6) h6:FDA method code(s): b01 (B)(6) h6:FDA method code(s): b01 (B)(6) h6:FDA method code(s): b01 (B)(6) h6:FDA method code(s): b01 (B)(6) h6:FDA method code(s): b01 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 (B)(6) h6:FDA method code(s): b01 (B)(6) h6:FDA method code(s): b01 h7- remedial action h9- correction number updated product event summary: the controller (con305652) and ten (10) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller, con305652, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(6) . This is an additional observation not related to the reported event and most likely due to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. Even though this CAPA is closed, con305652, (B)(6) fall within the bounds of this CAPA. Log file analysis also revealed multiple controller power-ups with their associated motor start events logged between 18/jul/2017 and 23/jul/2017. The controller power up and motor start event logged on 18/jul/2017 was likely when the controller came into use, given that the data file starts on 18/jul/2017. A controller power-up and motor start event was recorded on 20/jul/2017, at 12:06:13 and 12:06:21; respectively. The data point logged prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 56% rsoc. The data point after the loss of power revealed that the same power sources were connected. The controller was without power for 23 seconds. Log file analysis revealed six (6) vad disconnect alarms were recorded on 23/jul/2017, in addition to several controller power-up events. An analysis of the alarm file revealed that the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. As a result, the reported event was confirmed. A possible root cause of the loss of power on 20/jul/2017 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. A possible root cause of the observed controller power ups and motor start events on 23/jul/2017 may be attributed to a disconnection of both power sources, in response to the vad stopped alarms; due to the controller attempting to restart the pump as a result of the false vad disconnect alarms; and/or due to an intermittent disconnection on one or both power sources. A possible root cause of the reported vad disconnect alarms can be attributed to a loss of commutation, leading to false vad disconnect alarms. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was further reported that the right ventricular assist device (vad) controller and batteries were replaced. No patient complications have been reported as a result of this event. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4) - battery / catalog number 1650de / expiration date: nov 30, 2016. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: nov 30, 2016. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: nov 30, 2016. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: nov 30, 2016. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: nov 30, 2016. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: nov 30, 2016. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: nov 30, 2016. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: nov 30, 2016. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: nov 30, 2016. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced power-up and ventricular assist device (vad) stop events.  Log file analysis indicated that there were six controller power-up and associated pump start events logged since (B)(6) 2017 indicating a loss of power to the controller.  In addition, there were six vad disconnect alarms logged since (B)(6) 2017.  No patient complications have been reported as a result of this event.